Event description:
It was reported that the pump shutdown. The customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer administered a correction injection using a multiple daily injection (mdi) method to address the high blood glucose level. Technical support reviewed the pump logs and determined that the pump shutdown due to not being charged. Technical support reviewed findings with customer and the pump continued to be used for insulin therapy.